Event description:
The pt reported that the delivery of the infusion device is inaccurate. She stated that yesterday evening her blood glucose measured 381 mg/dl and she injected insulin via syringe. When she woke up this morning her blood glucose measured 403 mg/dl. Her normal blood glucose range is 100 - 120 mg/dl. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.